Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to respiratory arrest. Upon review, it was noted that the implantable cardiac defibrillator exhibited multiple non-sustained over-sensing episodes due to competitive bi-ventricular pacing into sinus tachycardia. No intervention was performed. Patient was recovering.